Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a nurse called to report that were unable to move arm4 to dock it. The reporter stated that set up joint 4 (suj4) was blocked on a position on horizontal axis. Troubleshooting was conducting with the intuitive surgical, inc. (Isi) technical support engineer (tse) which included powering down the system and cycling the patient side cart (psc) circuit breaker with emergency power off (epo) but despite the efforts, there was no change to the system. The customer could not proceed with only 3 arms. The procedure was then converted to laparoscopic surgery and completed with no reported injury. Isi has made multiple follow-ups attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the reported event was confirmed. The fse found the cable in the suj proximal was obstructing the horizontal movement. The fse adjusted and secured the cable to resolve the issue. The system was tested and verified as ready for use. The fse stated that the cable inside the suj was stuck due to incorrect installation of the suj on (B)(6) 2022. He clarified that on the day prior to the reported event he had replaced the previous suj under preventative maintenance due to reaching end of life. This complaint is considered a reportable event due to the following conclusion: the procedure was converted to laparoscopic surgery after the start of the procedure due to the set up joint 4 (suj4) was not moving on the horizontal axis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.